Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the proximal left main artery, the balloon of the 4.0mm x 28mm xience prime stent delivery system (sds) was inflated to 14 atmosphere (atm) and the stent successfully deployed; however, the balloon could not be deflated. The sds was removed with the guiding catheter as a system. Outside the anatomy, the balloon remained inflated and could not be deflated. There was no reported adverse patient sequela or a clinically significant delay in procedure. There was no additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported deflation issue was unable to be confirmed; however, there were noted device damages which likely contributed to the reported deflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist who concluded that the failure of the device was confirmed, but the primary or instigating cause was a withdrawal failure of the delivery balloon from the stent with a cascade that led to failure to deflate and failure to be removed through the guide catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.